Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The current blood glucose was 95 mg/dl. The customer treated the low blood glucose with glucose tablets. The customer was using insulin pump system within 48 hours of the reported low blood glucose. The customer did not experience any symptoms due to low blood glucose. The auto mode feature was active at the time of event. The customer also reported crack on the insulin pump back by the belt clip. Troubleshoot was performed for cosmetic damage and the insulin pump was neither dropped nor bumped. No further patient complications were reported. The customer will discontinue the use of insulin pump.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip area found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked case-corner of belt clip rails. Cosmetic damage was confirmed at belt clip area. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or has malfunctioned. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.